Event description:
The patient reported erosion through the skin. An explant procedure was performed on (B)(6) 2025.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, not performing an x-ray immediately after the procedure to confirm device placement, inadequate fixation, and the patient going through an MRI have been ruled out. Additionally, severe force applied to the implant (patient fall, accident), excessive twisting or stretching and touching or picking at the wound have been ruled out. However, the physician noted the patient has very thin skin and massaged the area multiple times per day to apply dmso, voltaren, magnesium butter cream, and magnesium chloride spray. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is due to patient non-compliance as the patient massaged the area multiple times per day (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.